Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank line on her insulin pump screen. Customer's blood glucose level was 202 mg/dl. Customer stated that when she hits the act button, it goes to the main menu screen and there is a black line across the screen. Customer stated that the pump is always in the bathroom when she takes a shower. Customer stated that she can still read the screen and the pump is operating correctly. Customer was advised to monitor the pump. No further assistance needed.